Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a failed bridge sensor test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 12/19/2023 one device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log confirmed a ¿force sensor bgnd test¿ error occurred. Functional testing was able to replicate the reported issue; ¿force sensor bgnd test¿ was found at power up and unable to calibrate the force sensor. The root cause was determined to be the main pcb not operating as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.